Event description:
Caller reported a malfunction on the pump, identified by malf 9. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue reappeared.